Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was explanted on (B)(6) 2017. The patient had experienced a chronic driveline and pump pocket infection for over one year. The last 6 months, the infection became unmanageable, although the patient was on oral and IV antibiotics. The patient was evaluated for cardiac recovery, which was determined to be adequate. Due to the ongoing infection, and adequate recovery, the lvad was explanted. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Driveline and pump pocket infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.